Manufacturer narrative:
Restraints. Pt restraints were a non-stryker product.

Event description:
It was reported by service report that the restraints are a non-stryker product. No pt involvement or adverse consequences are reported.